Manufacturer narrative:
The returned device analysis could not confirm the reported clip opening during efaa as the clip locking mechanism functioned as intended and the establish final arm angle test passed with no issues. A review of the lot history identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. All available information was investigated, a cause for the reported clip opening during efaa cannot be determined in this incident. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening during efaa. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip was successfully placed. A second clip delivery system (cds) was advanced and placed on the mitral valve. While establishing final arm angle (efaa), the clip opened. The clip was opened and locked however again failed efaa therefore the clip was not implanted and the cds removed. Another clip was used to complete the procedure, reducing mr to 2+. Post clip implant, the mitral valve mean pressure gradient was noted to be 6mmhg. The physician was satisfied with the results. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.